Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it. After the reset, the malfunction code did not recur, and the customer was informed that they could continue to use the pump, with instructions to contact support again if the issue reappears.